Event description:
Sta-4 broke and disengaged while implanted. During revision surgery two sta-d8 would not snap together and could not be used. The surgeon removed all implants and put in a 6.5mm screw.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.